Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed to be caused by defective pace/defib (pd) engine and analog boards.the pd engine and analog boards were both replaced to resolve the problem. Further evaluation of the pd engine and analog boards was unable to determine the root cause of the damages. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.